Event description:
It was reported that the patient presented due to an audible alert from their implantable cardioverter defibrillator (ICD). It was discovered the patient had experienced an inappropriate therapy due to a fracture of their right ventricular (rv) lead. The lead was reprogrammed and "turned off" at that time. Patient presented again with a tone from their ICD and the patient's ICD had triggered elective replacement indicator (eri) earlier than expected. The patient was admitted to the hospital at that time. It was recommended that the patient have the device and lead replaced, but the patient has currently refused replacement. Both the lead and ICD currently remain implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.